Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced postoperative abdominal infection, adhesions, and formation of granulomas after surgical use of baxter healthcare adept 1.5 liter product. Nine days after the use of adept; the patient experienced postoperative abdominal infection requiring surgery. During surgery it was noticed the patient's abdomen was inaccessible due to adhesions and full of granulomas. Specific treatment for the reported events was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.